Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% experienced being a prefilled syringe with a fill that was less than design specifications. The following information was provided by the initial reporter: bd-posiflush is filled with less than 3ml.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/10/2021. H.6. Investigation: a device history record review was completed for provided lot number 9213635. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. The supplied sample was received opened without the blister packaging and it displayed an underfill of saline. It is possible that an intermittent and isolated issue with the tip cap torque occurred, resulting in leakage of saline through the tip cap which evaporated in the blister packaging. However, as the sample was opened, this exact cause cannot be confirmed.

Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% experienced being a prefilled syringe with a fill that was less than design specifications. The following information was provided by the initial reporter: bd-posiflush is filled with less than 3ml.